Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava coil impedance on the right ventricular (rv) lead was fluctuating and an alert was triggered for high/undefined defibrillation impedance. The lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.